Event description:
During the procedure, the doctor was implanting a bio push-lock anchor and the anchor broke off. Half of the anchor was retrieved, while the other half remained in the patient's soft tissue. The retrieved portion and the instrument were given to the surgical director.